Event description:
During a thoroscopy procedure, the device was difficult to release and tissue was stuck in the jaw. Also, the staple line was misformed and air escaped. Another like device was used with the same results. A third one also performed in the same manner. The patient had to be opened to complete the case.